Manufacturer narrative:
The testosterone sample was collected in a 13x100mm gold top serum tube. Per the customer supplied qc data, testosterone qc has been running slightly high prior to the event (>2 standard deviation). Per the customer supplied documentation, a routine system check was performed on (B)(4) 2010 which passed within instrument specifications. The customer performed two (2) precision tests using two (2) separate samples from the patient, which both recovered within specifications of the assay. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse adjusted the pipettor temperature, the incubator belt tension, and the transducer high voltage. The fse replaced the all on-board reaction vessels (rvs), the substrate probe, the main pipettor, and the aspirate probes to rule out contamination. The fse performed multiple system checks and recalibrated the assay, which all recovered within customer's established ranges. The fse also performed a precision test, which also resulted within assay specifications. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated testosterone result above the normal reference range for one patient that was generated by the access 2 immunoassay analyzer. Subsequent testing produced a lower result within the normal reference range. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.